Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a percutaneous coronary intervention of a de novo, moderately calcified and slightly tortuous lesion of the mid to distal right coronary artery (rca) procedure a 99% stenosis. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. Using a radial approach, the physician attempted to deliver a 2.50 x 28mm cypher stand deployment system (sds) to the lesion, however, it became caught on a 3.00 x 18mm cypher stent that had been previously implanted in the mid to distal rca. It is not known if this stent was implanted during this procedure or during another intervention. According to the IFU, when treating multiple lesions, the distal lesion should be first stented followed by stenting of the proximal lesion. The sds could not be advanced and so it was retrieved revealing, "the stent to be flared at the distal edge." The procedure was successfully completed with another cypher. There was no reported pt injury. The sds was not returned for failure analysis. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are lesions and possibly procedural factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.

Event description:
The patient had a target lesion in the mid to distal right coronary artery. The lesion was de novo, moderately calcified and slightly tortuous with 99% stenosis. The patient was admitted for a procedure in 2007 and the radial approach was chosen for the procedure. A 2.5 x 28mm cypher stent was being delivered to the distal right coronary artery, but the cypher became caught on a 3.0 x 18mm cypher stent that was previously implanted in the mid to distal right coronary artery. Therefore, the cypher could not be advanced. The cypher was retrieved from the pt and the physician confirmed the stent to be flared at the distal edge. A different cypher (same size) was delivered to the target lesion and implanted without a problem. The procedure was finished successfully. There was no pt injury reported. The pt's medications include heparin.